Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call basal anomaly and high blood glucose levels. Customer's blood glucose level went over 500 mg/dl. Troubleshooting for basal anomaly was performed. Customer advised the insulin pump would not deliver insulin unless they manually delivered insulin to themselves. Customer advised the basal rates would not deliver properly. Customer found that the basal rates were properly being delivered and to monitor the insulin pump.